Event description:
It was reported that there was a perforation. The patient had a greenfield filter implanted on (B)(6) 2013 after presenting with acute deep vein thrombosis two days prior. Thrombectomy was also performed during the implant procedure. On (B)(6) 2017 the patient had CT imaging of their abdomen. The images showed that there was perforation caused by the filter. Imaging revealed that the tip of the filter is below the left renal vein and is equal to the level of the right renal vein entering the cava. The filter is tilted with the tip coming very close to the medial wall of the cava without touching or penetrating it. The filter has 12 legs. The longer six legs all protrude well through the caval wall by roughly 3.5mm. The anterior longer leg appears to extend into the posterior duodenal wall. Along the right lateral aspect, there is a structure that appears to be venous where the leg extends through the wall. The shorter six legs all extend through the caval wall by roughly 2mm. The two anterior legs appear to extend into the posterior duodenal wall. No strut fracture was identified.